Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2025, the patient removed the pod after wearing it for less than 24 hours due to the controller being unable to power on. The patient reported that this issue was followed by an increase in blood glucose levels to 500 mg/dl and the onset of symptoms described as aggressiveness and anger. The patient contacted the local fire department, and responding firefighters administered insulin and remained with the patient for approximately 15 minutes.